Event description:
As stated by the customer on (B)(6) 2012: caster comes off. The rotating shaft remains in the leg side. The fundamental problem is, when the lower bearing comes off, the caster cannot be secured completely.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjo hospital equipment (B)(4). MFR complaint number: (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.